Event description:
A presentation discussing vns therapy case studies was provided from a nurse and reviewed for complaints. One patient was reportedly experiencing very noisy breathing overnight, and an increase in seizures began in (B)(6) 2015. After making programming adjustments, the patient's seizure rate improved by (B)(6) 2016. The patient then experienced another increase in seizures a few months later, over christmas, and the patient's antiepileptic drug regimen was increased. The patient's overall quality of life was reportedly improved. The patient's mother wanted to try an alternative duty cycle, so the patient's on time was reduced after (B)(6) 2016.

Event description:
Additional information was provided to obtain the patient's generator model and serial number. A review of the manufacturing record for the patient's implanted device confirmed it had passed all quality inspections prior to release for distribution. Additionally, the available programming history for the device indicated that it was operating as intended after implant.